Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Would you like to provide us with your email address so we can send you an authorization form for permission to contact your hcp to request additional information about your issue with our product? If in your possession, may we have a copy of your operative report?

Event description:
It was reported by the patient that they underwent a total knee replacement on an unknown date and 2-0 barbed suture was used. The patient reported problems sitting to standing, dislocated patella, haven't seen this in a long time, is it probably suture that fell apart. Repair patella brought up. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address) I'm sorry about the delay however, I had emergency surgery a few weeks ago and I am still recovering, I will get what you have requested as soon as I am able.